Event description:
Sorin group (B)(4) rec'd a complaint reporting a sudden increase in pressure across the oxygenator resulting in a reduction in performance. Although an accelerated of bypass was necessary the procedure was concluded w/o further issues. Further communication with the customer revealed that the pt experienced paralysis of the left arm after the procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the compactflo evo oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The compactflo evo oxygenator/reservoir system is not distributed in the united states and therefore has not 510(k) number. However, the hollow fiber membrane is the same as used in other oxygenators distributed in the united states. This medwatch is being filed as a result of this relationship. Sorin group (B)(4) rec'd a complaint reporting a sudden increase in pressure across the oxygenator resulting in a reduction in performance. Although an accelerated termination of bypass was necessary the procedure was concluded w/o further issues. Further communication with the customer revealed that the pt experienced paralysis of the left arm after the procedure. Investigation into the event has determined that the pressure increase was likely a result of transitory pressure increase across membrane oxygenators. This is a well known phenomenon that can be attributed to multiple procedural factors. Sorin group (B)(4) is currently working together with the customer and a third party investigator to determine the root cause of this incident. A f/u report will be filed when the investigation is complete.